Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 400 mg/dl; treated with a bolus. The drive support cap is recessed. The device was not exposed to a magnetic field. The device kept alarming motor error and the customer was unable to complete the rewind sequence customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.